Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a field service engineer (fse) who found that the speaker was defective and needed to be replaced. The customer was instructed to replace the speaker. Based on the information available, the cause of the reported problem was the speaker. The customer was instructed to replace the speaker. The customer is taking responsibility to correct/repair the device. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mx550 patient monitor had a loudspeaker problem. There was no sound coming from the device at the time of the event. It could not be confirmed if a speaker malf. Inop was displayed. The device was not in use on a patient at the time of the event.